Manufacturer narrative:
This report is being submitted to provide additional information from customer and legal manufacturer's final investigation results. The customer returned the camera head to olympus for the issue: "when placed in sink to wash air bubbles came out from neck of plug". The subject device was inspected and the user's request was confirmed as the leak was identified under the serial plate. Additional findings include faded labeling on the serial plate. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual, "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Based on the investigation results, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported that the malfunction occurred prior to an unknown procedure.

Event description:
The customer reported to olympus, the high-definition camera head was placed in the sink to be washed and air bubbles came out from the neck of the plug. No impact or health hazard to patient or staff.

Manufacturer narrative:
G1 - manufacturer contact facility name - shirakawa olympus co., ltd. The device is expected to be returned. Follow up is in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.